Event description:
It was reporting the pt felt a shocking or jolting sensation at the pocket site in the middle of his chest and it went to the left side. This occurred when he was doing activities such as getting out of a chair or walking. It started about the beginning of (B)(6) 2010. There was no accident or incident related to this event. The pt saw the healthcare provider (hcp) the beginning of (B)(6) 2010; x-rays showed no breaks and impedances were normal. The pt was seen on (B)(6) 2010, interrogation was completed and reprogramming was done. Since then the pt had been to the hcp several times with no issues of shocking or jolting. Pt was reported as doing fine. Please see MFR report # 3004209178-2010-09992.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. Training is in place.